Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Subsequently, it was reported that the pump time and date was incorrect. Reportedly, the customer corrected the pump time and date to resolve the issue. Customer's blood glucose level ranged from 138 mg/dl to 150 mg/dl.